Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the folliculitis cannot be ruled out. Folliculitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 44-year-old female with newly diagnosed glioblastoma (gbm), started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that she had experienced skin problems and planned to consult a dermatologist. On (B)(6) 2026, the patient further reported that, during a dermatology appointment on (B)(6) 2026, the physician indicated that the symptoms might have been consistent with folliculitis. On (B)(6) 2026, novocure received additional information from the prescribing physician stating that treatment for folliculitis included an unspecified topical steroid agent, oral dexamethasone, and oral fexofenadine hydrochloride. Additionally, the physician reported that a causal relationship with optune gio therapy could not be ruled out and believed the event was related to the long-term application of the arrays.